Event description:
Reporter noted corneal burn at end of phaco. Sutured wound to close; added bandage contact lens. Post-op wound leak, choroidal and decreased vision. Prognosis reported as good, if wound heals.